Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive board and power cap module assembly were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system made a popping, arching noise from the c-arm base. Also there was a charger failure error message at boot up. No pt injury was reported.